Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited sensing issues and had low amplitude of less than 3 mv. Surgical intervention was performed to place a new pace/sense lead. The pace/sense portion of the rv lead was surgically abandoned. The shocking portion remains in service. The crt-d was explanted and replaced. No additional adverse patient effects were reported.